Event description:
It was reported that the attending md was placing a central line when they noticed a significant amount of air when pulling back to assure blood return. The introducer was removed and another opened and used. It was reported that the guide wire may have disrupted the integrity of the introducer.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial has been reported under MDR# 1036844-2015-00286. New information was received via medwatch uf/importer report# (B)(4). No sample will be returned for evaluation.